Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a damaged programmable in- put processor (pip) connector, a faulty circuit board, the caution/attention label were faded and not legible and the front panel needs to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during a unknown procedure, a e216 (scope communication error) occurred when connecting to the evis exera iii video system center, but no error occurs with the 180 model scopes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. Power surges caused by improperly installed gi genius devices are suspected to have caused the failures, but have not been identified. Olympus will continue to monitor field performance for this device.